Event description:
It was reported to boston scientific corporation that a hydratome was used in an ercp procedure on (B)(6), 2012. According to the complainant, during the procedure, the cut wire of the hydratome broke, but remained attached to the device. The procedure was completed with another of the same device. There were no complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00989 and MFR. Report # 3005099803-2012-00990

Manufacturer narrative:
A visual examination of the returned device found that the working length including wire was kinked. The exposed cut wire was bent, broken and both ends of the cut wire appeared blackened. One end of the broken cut wire was attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. Examining the blackened ends of the broken cut wire, it appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The cutting wire was measured to have broken at approximately 20 mm from the distal pierce hole. During evaluation, the proximal end of the cut wire could not be extended out of the proximal pierce hole due to the condition of the returned device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Manufacturer narrative:
(B)(4) for cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome was used in an ercp procedure on (B)(6) 2012. According to the complainant, during the procedure, the cut wire of the hydratome broke, but remained attached to the device. The procedure was completed with another of the same device. There were no complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00989 and MFR. Report # 3005099803-2012-00990